Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged with a clip partially loaded incorrectly. First, the partially loaded clip was manually removed. Functional inspection could not be performed on the returned sample since the trigger was jammed. After decontamination, a clip was protruding from the channel and the jaws appeared partially closed. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The yoke was broken at the pin position due to the clip stacking. The proximal end of the feeder was bent due to the clip stacking. The feeder was stuck in the forward position and the tab on the proximal end of the feeder was bent. A piece of the yoke was found stuck on the feeder spring and gouges were observed on the inside of the yoke, which are indications that the feeder spring was binding in the yoke. The clip stacking caused the yoke to break and caused the feeder spring to bind up internally in the yoke, resulting in the observed damages. Since the yoke was broken, it disengaged from the feeder preventing the feeder from being pulled back and fully reset causing the jaws to remain partially closed. The sample was received with 13 clips remaining in the channel, indicating that 2 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip jam" was confirmed based upon the sample received. One sample was returned with its trigger partially engaged with a clip partially loaded incorrectly. Functional inspection could not be performed on the returned sample since the trigger was jammed. However, the sample was disassembled , and it was found that the clips were out of position and stacking on one another. The yoke was broken at the pin position due to the clip stacking. The proximal end of the feeder was bent due to the clip stacking. The jaws were partially closed , and the feeder was stuck in the forward position. There were also indications that the feeder spring was binding up in the yoke. The tab on the proximal end of the feeder was bent. A piece of the yoke was found stuck on the feeder spring and gouges were observed on the inside of the yoke. The clip stacking caused the yoke to break and caused the feeder spring to bind up internally in the yoke, resulting in the observed damages. Since the yoke was broken, it became disengaged from the feeder preventing the feeder from being pulled back and fully reset causing the jaws to remain partially closed. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the clip jammed. Clips are not fired and was bitten when it came out.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73k1800341. Investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip jammed. Clips are not fired and was bitten when it came out.